Manufacturer narrative:
Sections with additional information as of 05-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 218 and 197mg/dl; results were not in the meter memory but customer confirmed that they were performed back to back and were am fasting results. The customer¿s expected am fasting blood glucose test result range is 111-157mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 135mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).